Manufacturer narrative:
(B)(4). (B)(4). Malformed clip. The analysis results found that the er320 device was returned with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, six scissor clips. It is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that a pta balloon ruptured during the first inflation, then detached from the catheter shaft during withdrawal through the introducer sheath. The introducer sheath was removed from the pt with the pta balloon lodged inside. Another introducer sheath was placed and the procedure was successfully completed using an additional pta balloon dilatation catheter. No pt injury.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the initial two clips were fired. On the third clip fired, the surgeon noted that the clips were scissoring. The third clip was not fired over the existing clips and no abnormal anatomy was noted. Unknown how case was completed. There were no adverse consequences for the patient.